Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose/flush drive support disk. Further testing could not be performed due to the motor error alarms. The motor was tested outside the device and passed.

Event description:
The customer reported that the insulin squirted out and the insulin pump was stuck in the prime loop. The blood glucose reading was 83mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.